Event description:
The device reportedly delivered a pt bolus when the bolus cable was jiggled during transport. The pump was set to infuse morphine 1mg/ml, pca does of 1mg wth a 5 minute pt lockout. It was noted in the operating room that "if the pt pendant cable was jiggled, the pump would react as if a pt demand had been made and give a dose if it was within the pt lockout parameterrs." The pt was then transported to the ICU post-operatively. A nurse reportedly slid some papers between the pole and the pump at which time another bolus was administrered. The pump was then discontinued. The nurse reports that the pt cable did not appear to be tightly connected. The pendant connection was tightened, but the same event occurred. The pump was then disconnected. Number of unrequested boluses administered was not known. The pt did not experience any adverse effects. No further info was available.